Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a procedure involving a cerebrovascular angiogram, aneurysm embolization, and stent implantation, the hub/valve of a flexor raabe guiding sheath leaked. Access was obtained in the femoral artery to target the posterior communicating artery. An unknown 4 french catheter was used through the valve of the sheath during the procedure, as well as another manufacturer's 0.035-inch wire guide. As an unknown drug was injected through the side arm of the device, fluid leaked from the valve of the sheath. Blood loss was not reported. Another device of the same type, from the same lot, was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One used kcfw-6.0-38-90-rb-raabe (flexor raabe guiding sheath) was returned to cook for investigation. Tabletop testing confirmed that the check-flo valve leaked. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control, and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ bleeding is listed among the potential adverse events associated with the device. Based on the available information, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address= (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving a cerebrovascular angiogram, aneurysm embolization, and stent implantation, the hub/valve of a flexor raabe guiding sheath leaked. Access was obtained in the femoral artery to target the posterior communicating artery. An unknown 4 french catheter was used through the valve of the sheath during the procedure, as well as another manufacturer's 0.035-inch wire guide. As an unknown drug was injected through the side arm of the device, fluid leaked from the valve of the sheath. Blood loss was not reported. Another device of the same type, from the same lot, was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.